Manufacturer narrative:
The device was received for evaluation with an unknown uv disconnect cap on the spike connector and an evaluation is complete. A visual inspection was performed with the naked eye. Loose particulate matter (white residue) inside the fluid path was identified during visual inspection. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the tubing of a uv flash transfer set. There was patient involvement. This was observed after use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.